Manufacturer narrative:
Device evaluation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler functional display check failed. It was identified that the cause for the blank screen was due to a burnt transformer on the inverter board. A known good inverter board was installed and the display became fully operational. A simulated treatment pre-accelerated stress test (ast) was run for 15 minutes with 1000 ml of fluid and passed. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. The DHR search found an issue related problem to the reported complaint. Test and calibration found a dim display. The cycler was sent to rework and the inverter board was found to be defective. The front panel was replaced and sent back to test and calibration and passed. Additionally, test and calibration found that the cycler powered off post-accelerated stress test (ast). The cycler was sent to rework and the lcd display was found to be blank. The front panel was replaced and sent back to test and calibration and passed. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a liberty select cycler froze and went complete dark during a stat drain at the end of treatment. The peritoneal dialysis nurse (pdrn) was advised to reseat the power cord and power the cycler on, however the screen was very dim but the keys on they cycler were lighting up. The pdrn stated that the screen went completely dark again at the ¿ready¿ screen. The pdrn reported an ¿electrical¿ smell when this happened as well. At that point in time, the technical support representative advised to discontinue use of the cycler replacement was initiated. It was reported that the patient would revert to manual supplies. Upon follow up with the pdrn the patient was able to complete treatment and there were no adverse events. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board was burned.